Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent endotracheal intubation due to respiratory failure. The balloon was inflated before intubation to check that the balloon pressure was normal and there was no leakage. The endotracheal intubation process went smoothly. After 10 minutes of intubation, it was found that the balloon pressure was significantly lower than before. After repeated tests, it was found that the balloon had slow air leakage. The endotracheal tube was replaced immediately, and the air pressure of the new replacement balloon was normal and no air leakage occurred.